Event description:
User reports they received erroneous ammonia results the last couple of days for four patient samples. User stated the initial results were flagged by the analyzer with a ($) sign limth, indicating the value is over the technical limit and per the operator manual instructs the customer to repeat the sample. User added the instrument automatically repeated these samples and the repeat results were also flagged with the same data flag as the initial results. User stated the techs ignored the data flags and reported the results to the physicians. The following patient data was provided. In early 2009: sample 1, initial result gave 3397 ug/dl; repeat gave 4050 ug/dl. The sample was diluted which resulted at 3720 ug/dl. This result was reported to the physician, who suspected the result was not correct and discharged the patient because the patient appeared normal with no other symptoms. User declined a field service dispatch because she thinks that the ammonia reagent was made up improperly as they loaded the exact ammonia reagent from the analyzer in question onto a second analyzer and received equally odd results. They then made up new ammonia reagent, loaded on both analyzers and got acceptable results.

Event description:
User reports they received erroneous ammonia results the last couple of days for four patient samples. User stated the initial results were flagged by the analyzer with a ($) sign limth, indicating the value is over the technical limit and per the operator manual instructs the customer to repeat the sample. User added the instrument automatically repeated these samples and the repeat results were also flagged with the same data flag as the initial results. User stated the techs ignored the data flags and reported the results to the physicians. The following patient data was provided. In early 2009, sample 2 (male), initial result gave 1446 ug/dl, repeat gave 1593 ug/dl. Repeat result was reported. Patient did not receive treatment based on the erroneous result reported. In early 2008, sample was repeated resulting at 85 ug/dl. User declined a field service dispatch because she thinks that the ammonia reagent was made up improperly as they loaded the exact ammonia reagent from the analyzer in question onto a second analyzer and received equally odd results. They then made up new ammonia reagent, loaded on both analyzers and got acceptable results.

Event description:
User reports they received erroneous ammonia results the last couple of days for four patient samples. User stated the initial results were flagged by the analyzer with a ($) sign limth, indicating the value is over the technical limit and per the operator manual instructs the customer to repeat the sample. User added the instrument automatically repeated these samples and the repeat results were also flagged with the same data flag as the initial results. User stated the techs ignored the data flags and reported the results to the physicians. The following patient data was provided. In early 2009, sample 3 initial result gave 1847 ug/dl, repeat gave 2162 ug/dl. A second sample was obtained same day which initially gave 1930 ug/dl, repeat gave 2244 ug/dl. The repeat result of 2244 ug/dl was reported. User stated she did not have any information on whether or not this patient was treated based on the reported result. User declined a field service dispatch because she thinks that the ammonia reagent was made up improperly as they loaded the exact ammonia reagent from the analyzer in question onto a second analyzer and received equally odd results. They then made up new ammonia reagent, loaded on both analyzers and got acceptable results.

Event description:
User reports they received erroneous ammonia results the last couple of days for four patient samples. User stated the initial results were flagged by the analyzer with a ($) sign limth, indicating the value is over the technical limit and per the operator manual instructs the customer to repeat the sample. User added the instrument automatically repeated these samples and the repeat results were also flagged with the same data flag as the initial results. User stated the techs ignored the data flags and reported the results to the physicians. The following patient data was provided. Sample 4, initial result gave 6087 ug/dl, repeat gave 7616 ug/dl. A second sample was obtained same day which gave 6266 ug/dl, repeated three times giving 7766, 6633 & 8094 ug/dl. No results were reported for this patient. User declined a field service dispatch because she thinks that the ammonia reagent was made up improperly as they loaded the exact ammonia reagent from the analyzer in question onto a second analyzer and received equally odd results. They then made up new ammonia reagent, loaded on both analyzers and got acceptable results.